Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the ipg site when laying down. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices will not be returned.